Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter (a nurse) contacted lifescan (lfs) USA, alleging that her patient¿s onetouch verio iq meter was displaying an error 5 message. The complaint was classified based on customer service representative (csr) documentation. The reporter stated she first became aware of the meter issue at 1.20 pm on (B)(6) 2018, she reported that the patient manages her diabetes with insulin (no-adjustments), and that she made no changes to her normal diabetes management regimen, in response to the alleged error message. The reporter stated that at 1.30 pm on (B)(6) 2018, the patient had developed symptoms of ¿feeling weak, sweaty, shaky and lightheaded¿. The reporter stated that she treated the symptoms by giving the patients some food and drink. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The reporter had no testing supplies to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and required treatment after alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.